Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of valve, broken valve seat, and flat creases. A leak test was performed and found a broken valve seat. A microscopic analysis identified: broken valve seat assessed as broken valve seat diaphragm valve and partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis, the final assessment is a broken valve seat assessed as broken valve seat diaphragm valve and delamination of the diaphragm flange disk assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.